Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that there were issues with the imaging system generator and detector not being ready, there was no power to the power supply, pleora, or pax but there was power being received on the stand alone generator. It was found that the low voltage power supply wasn't supplying the required power, the f2 fuse was blown, and the medtronic representative wasn't getting power from the stand alone generator. The low voltage power supply was replaced, the f2 fuse was replaced and the standalone generator was replaced, however this resulted in an error on the generation. An on site inspection was scheduled for a later date. No patient was present. Prior to further repairs being made, the site declined further service on the system repairs, no parts were returned for analysis, and no further information is available. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there were issues with the imaging system generator and detector not being ready, there was no power to the power supply, pleora, or pax but there was power being received on the stand alone generator. It was found that the low voltage power supply wasn't supplying the required power, the f2 fuse was blown, and the medtronic representative wasn't getting required power from the stand alone generator. The low voltage power supply was replaced, the f2 fuse was replaced and the standalone generator was replaced, however this resulted in an error on the generation. An on site inspection was scheduled for a later date. No patient was present.